Manufacturer narrative:
By checking the sterilization charts of the involved products, no pre-existing anomalies were found, thus we can state that all the components had been regularly sterilized before being placed on the market. Limacorporate received one x-rays referring to post-op previous surgery (dated (B)(6) 2020) and two x-rays referring to pre-op revision surgery-dated (B)(6) 2020. The x-rays received have been evaluated by a medical consultant, considering both complaints #(B)(4) and #(B)(4). Following, the medical consultant comments: "there is little I can say extra from having the xray image which unfortunately is "distorted" in the upper half where we especially want to see. Suffice to say there is a cemented long stem humeral prosthesis. Within the proximal and lateral part of the diaphysis there is penetration of cement over approximately 2 cms. There is some remodelling in the diaphysis. We can see the greater tuberosity and it appears still attached. The distal stem in the humerus and the surrounding bone is consistent with some peri-prosthetic lysis and in turn consistent with infection. It is not possible to tell if there is similar reaction more superiorly. It is not possible to comment on any lytic reaction around the glenoid prosthesis. In summary from the information given there is infection, and this is in the setting of multiple previous surgeries which as we know increases risk of periprosthetic infection. From your description the glenoid baseplate and the humeral stem have been retained. If there is infectious material around these components the infection will not be eliminated. I accept however removal of the stem would be challenging and cause considerable morbidity which is possibly why the surgeon has chosen not to remove the stem and baseplate. Management of peri-prosthetic infection is changing at least in hip and knee pji where the traditional 2 stage revision is being replaced with a "two stage" revision in the one anaesthetic. I suspect that the same will apply to the shoulder in time. In this case as mentioned the infection will continue and if no further surgery is planned then the patient will likely need long term antibiotic suppression of the infection. This is seldom a very satisfactory option. If further surgery was planned then I would suggest it should have been done at the time of explantation?". After becoming aware of more details on the previous surgery of (B)(6) 2020, the medical expert's comment is the following: "the patient with serious co-morbidities and a diagnosis of avascular necrosis had a reverse shoulder replacement on (B)(6) 2020 and a revision for infection just 9 days later. Under the guidelines for management for pji that soon after the primary surgery the revision carried out with a further replacement is justified although individual circumstances may advise against that. On the first xray we can see old pathology relating to the a-c joint which was probably trauma related. This is not a contraindication to reverse shoulder replacement. The patient suffered avn. We do not have immediate pre-op xrays before the index procedure and have to assume there were indications for reverse rather than the usual hemiarthroplasty or anatomical arthroplasty. We hope so because pji risk is significantly higher in reverse compared with hemi or total anatomical replacement. We assume the patient was cured of their alcoholism. There is a strong relative contraindication for arthroplasty in patients who are still drinking. I think with the early recurrence of infection following the 1st revision I would not recommend further implantation other than a prostalac prosthesis, so I believe the 2nd revision with further implantation is a serious error". Based on the check of the sterilization charts and according to the medical expert's opinion, we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse due to infection is 0,06%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Revision surgery of an smr reverse prosthesis performed on (B)(6) 2021 due to infection. The following components were explanted: smr reverse hp lateralizing liner long (product code 1365.09.120, lot# 2005954-ster. 2000208)-product not marketed in the us market. Connector small r (product code 1374.15.305, lot# 2013544-ster. 2000263). Smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot# 2019370-ster. 2000326) - product not marketed in the us market. According to the reported information, the pathogen responsible for the infection is not known. Previous surgery (a first early revision surgery due to suspected infection) took place on (B)(6) 2020: the event was also registered by limacorporate as complaint #(B)(4) and reported to the FDA as MFR #3008021110-2021-00004. Primary surgery took place on (B)(6) 2020. Patient is a female, 44 years old. It was reported that she has substance abuse problems with etohic cirrhosis. Event occurred in australia.

Manufacturer narrative:
By checking the sterilization charts of the involved products, no pre-existing anomalies were found, thus we can state that all the components had been regularly sterilized before being placed on the market. We will submit the final MDR once the investigation will be completed.

Event description:
Revision surgery of an smr reverse system performed on (B)(6) 2021 due to infection. The following components were explanted: smr reverse hp lateralizing liner long (product code 1365.09.120, lot# 2005954 - ster. 2000208) - product not marketed in the us. Connector small r (product code 1374.15.305, lot# 2013544 - ster. 2000263). Smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot# 2019370 - ster. 200026) - product not marketed in the us event occurred in (B)(6).